Manufacturer narrative:
Serial number (B)(4), lot number 62608. The event of incorrect placement is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding the event and patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported a xen 45 gel stent was injected in the sclera and couldn¿t be retrieved in the unknown eye.